Manufacturer narrative:
Concomitant medical product: product ID non-medtronic guidewire; product lot/serial number unknown; product type: guidewire, product ID non-medtronic catheter; product lot/serial number unknown; product type: conclusion: a device history record (DHR) review of the dcs indicated there were no correlations / issues identified regarding manufacturing. The device was manufactured per approved and released manufacturing processes and the device met all applicable manufacturing specifications prior to release for distribution. The dcs was discarded by the customer therefore, no analysis could be performed. Procedural images were provided for review that showed a fully released evolut transcatheter aortic valve (tav) in a surgical valve of unknown size and type. An aortic dissection was visible distal to the great vessels. The dissection cause was not evident. A medical safety assessment was performed and based on the information provided, the primary event of perforation/dissection was related to either the non-medtronic guidewire, catheter, or the delivery catheter system. Images were provided and reviewed but could not provide the cause of the dissection/perforation. Based on the information available, it is likely that the dissection or perforation led to the hypotension and death. The adverse events reviewed in the medical safety assessment were known potential risks associated with the implantation of the transcatheter aortic valve. There was no information to suggest a device malfunction or a failure to meet manufacturing specifications. Updated data: d10, h6 method and conclusion codes medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the attempted implant of a transcatheter bioprosthetic valve, a suspected aortic perforation or dissection occurred. The perforation caused severe hypotension which was not recoverable. Subsequently, the patient died. The cause of the perforation was unclear, but was noted to be either the guidewire (model and manufacturer unknown), the catheter (model and manufacturer unknown) , or the medtronic delivery catheter system. Additional information was received that the guidewire and catheter were non-medtronic. Additional information was received that the patient had a previously implanted non-medtronic (perimount) 25 mm surgical valve. The valve was advanced over the aortic arch 2-3 times due to commissural misalignment and recaptured once before deployment. The final gradient was 7 mmhg. An aortic arch dissection occurred and was reported most likely due to the delivery catheter system (dcs) passing through the anatomy. The patient decompensated and a medtronic thoracic graft was deployed in an attempt to slow the bleeding. The decompensation could not be reversed in a timely manner and the patient died. No pre-implant or post-implant balloon aortic valvuloplasty (bav) was performed during the procedure. A non-medtronic (safari) wire was used.

Manufacturer narrative:
Updated: b5, h6. Other medical products in use during the event include: product ID boston scientific safari guidewire; product lot/serial number: unknown; product type: guidewire product ID: l-evolutfx-2329; product lot number: unknown; product type: heart valves product ID: evolutfx-29; product serial number: (B)(6); product type: heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information was received that the guidewire and catheter were non-medtronic. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received information that during the attempted implant of a transcatheter bioprosthetic valve, a suspected aortic perforation or dissection occurred. The perforation caused severe hypotension which was not recoverable. Subsequently, the patient died. The cause of the perforation was unclear, but was noted to be either the guidewire (model and manufacturer unknown), the catheter (model and manufacturer unknown) , or the medtronic delivery catheter system.

Manufacturer narrative:
Note: per guidance from medtronic canada, protected patient information has been removed from this file in accordance with canada¿s personal information protection and electronic documents act (pipeda). If provided, the following fields were removed from this file: name/initials, weight, gender, race, ethnicity, address, phone number, dob, dod, and age at time of event. Product analysis: the device was discarded and no procedural images were submitted for review; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.